Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is inoperable. The patient reported he stopped recharging/using the device approximately 3 years ago. The patient lost the programmer and is no longer receiving stimulation. The patient is requesting an explant. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted. The patient's ipg was not inoperable and the (B)(4) representative was able to communicate the external devices with the ipg.